Event description:
It was reported that the patient presented with a hematoma and pain on the left side. The hematoma was drained and resolved. The patient was given antibiotics. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.